Event description:
The customer reported the fluoro button stuck during a case. This resulted in an episode of uncommanded x-ray. There are no reports of pt injury or death associated with this event.

Manufacturer narrative:
A ge service representative performed an on site investigation. The generator interface board and the x-ray switch were replaced during the service call. The system was tested and found to be working as intended and put back into service. This malfunction may have resulted in a possible accidental radiation occurrence.